Event description:
One of our surgeons has raised a concern about the lumbar drain. They had an incident that there was a retained product in the patient. On (B)(6) 2015. Per rep: "the surgeon in charge is still away on vacation ¿ I spoke with the nurses and they didn¿t keep the defective item so it will not be returned for evaluation. Event: when removing lumbar catheter, piece of the catheter broke off inside of patient. I will have more details once the surgeon returns at end of this month."

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.